Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. Without any further information regarding the incident, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided d6a - date of implant estimated as (B)(6) 2024.

Event description:
It was reported that a 3.50x38mm esprit btk system was intended to be used however prior to entering into the patient it was noted the previously implanted ptx and supera stents had migrated. The procedure was aborted at this time. No additional information was provided.